Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchofibervideoscope exhibited a black image on monitor after the ebus needle was inserted into the scope. The issue occurred during a diagnostic ebus (endobronchial ultrasound) procedure. The procedure was completed using a back-up device. There were no reports of patient or user harm, injury, or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope exhibited a black image on monitor after the ebus needle was inserted into the scope. The issue occurred during a diagnostic ebus (endobronchial ultrasound) procedure. The procedure was completed using a back-up device. There were no reports of patient or user harm, injury, or death.